Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the flow was out of allowance after ctu calibration at annual inspection in an arctic sun device. Per review of wo on 23dec2024, there was no patient involvement. Per follow up information received via mail on 24dec2024, the device would be sent to imi. The issue has not been resolved yet.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to faulty flow meter. The arctic sun 5000 was evaluated upon receipt. During the evaluation it was found that the flow meter needs to be replaced, and functional check need to be performed. Flow meter was replaced. Unit was evaluated for functionality per baw2800162 rev0. Arctic sun passed all tests successfully and unit is ready to be back in service. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Corrections: d, e, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the flow was out of allowance after ctu calibration at annual inspection in an arctic sun device. Per review of wo on 23dec2024, there was no patient involvement. Per follow up information received via mail on 24dec2024, the device would be sent to imi. The issue has not been resolved yet.